Event description:
It was reported that insulin gauge displayed amount different than expected and pump showed a current fill estimate of 0 units while caller experienced a fill estimate issue. No information was provided regarding impact to the customer¿s blood glucose level. Customer contacted support and was informed that fill estimate discrepancy was due to an alert or alarm condition. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.